Event description:
Following completion of ventricular tachycardia ablation in the left ventricle, a pericardial effusion was seen using an echo near the right ventricle. A pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.